Event description:
Philips received a report from a customer that they are seeing unrealistically high density readout.

Manufacturer narrative:
Pr#: (B)(4). This pinnacle bug causes density overridden contours to acquire unrealistically high density values in the range of thousands of g/cc. The root cause of this issue is a software defect. The investigation revealed an acceptable risk, as per the manufacturer's assessment and no customer mitigation is warranted to prevent a reoccurrence. The software has been updated when the current revision is released, and a recall has been issued worldwide. There is no unfavorable trend at this time. There have been only four reported cases of this issue. This product is used for treatment, not diagnosis.